Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 309 (mg/dl). Reportedly, customer notices that bg levels tend to elevate following supply changes. Customer declined any troubleshooting on the reported event. Recommendation was made to discuss infusion sites and diabetes management with health care provider. Customer acknowledged.